Event description:
Heal-laa study it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with complete device seal noted. The patient was discharged on rivaroxaban and aspirin. 369 days post index procedure, the patient died after the patient had fallen out of bed at home. At the time of the event, the patient was on aspirin. No diagnostics tests were performed, and no action was taken. There is no death certificate available. The cause of death remains unknown, although the patient's family members are suspecting the patient may have died from a heart attack. No further details were made available.